Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer service, it was revealed that the product originally belonged to a her deceased father-in-law and the consumer does not perform control solution testing as directed by nova's directions for use. Consumer's education took place at the time of this call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.